Event description:
The hospital reported that during an endoscopic vein harvesting procedure, upon initial test, the hemopro did not activate. A new cord was used to complete the procedure. There were no pt effects. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that the green housing had slid down completely. There was no evidence of blood. A pre-cautery test was performed on the device with a reference power supply and hemopro tool. The device passed the pre-cautery test; the hemopro device produced energy and steam, and did not remain activated. Based upon the functional test, the reported failure, "energy, failure to deliver" could not be confirmed. Internal file number - (B)(4).